Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 571.624. Technical support: 1. Check harness to oridion module and reseat harness; 2. Replace etco2 board; 3. Send in to factory for repair. Explained to customer problematic source of error code. Customer mentions device error occurs when connected to right side. Customer notices tarnish pins on iui connector. Suggested customer to repair/replace the left iui connector. Customer did not receive the error, after replacing iui connector. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record for sn (B)(6) was performed from (B)(6) 2006 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported the received a device with error code 571.6241. It was reported there was no patient involvement.

Event description:
The customer reported, the received a device with error code 571.6241. It was reported, there was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine, the customer reported issue of error 571.624. Technical support: 1. Check harness to oridion module and reseat harness. 2. Replace etco2 board. 3. Send in to factory for repair. Explained to customer, problematic source of error code. Customer mentions, device error occurs when connected to right side. Customer notices, tarnish pins on iui connector. Suggested customer to repair/replace the left iui connector. Customer did not receive the error, after replacing iui connector. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record for sn#: (B)(6) was performed, from 04/24/2006 to 10/20/2020. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error message for missing sensor status. There was no patient involvement.